Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the a replacement procedure the previously implanted leadless implantable pulse generator (ipg) exhibited difficulty to recapture. The ipg was successfully explanted and replaced. Upon replacement the newly implanted leadless implantable pulse generator (ipg) exhibited high right ventricular (rv) lead threshold. The replacement ipg remains in use. No patient complications have been reported as a result of this event.